Event description:
During implant, the guidewire was unable to be removed from the lead. Only the lead and guidewire could be removed together. Another lead was used to complete the implant procedure. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection and x-ray examination of the lead did not find any anomalies. An insertion test was performed on the returned lead and a guidewire was successfully inserted and withdrawn without any issues. The s-curve hump height was measured within specification. The reported event of difficulty removing the guidewire and unable to reinsert guidewire was not confirmed.